Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0bde5, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va091x7, implanted: (B)(6) 2013, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from the health care professional (hcp) and company representative regarding the deep brain stimulator (dbs) leads and extension were removed and replaced with new ones on both sides due to lack of efficacy. The rechargeable implantable neurostimulator (ins) was re-used and placed on opposite sides of chest. The lack of efficacy since implantation was the cause of revision. It was unknown if any diagnostics/troubleshooting was performed. Interventions/actions that were taken included surgery. It was unknown if the issue was resolved. The patient was implanted for dystonia and movement disorders.